Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their handset and communicator not staying connected to their implanted neurostimulator. Patient stated the issue had been getting progressively worse for the last month and the last week had been total. Patient noted the handset would dim out and go black so they would have to reconnect the communicator every time they tried to use the handset. Patient mentioned 2 weeks ago they had to scan the bar code of their communicator to their handset to connect. Patient mentioned they turned on the house wifi and that didn't help. Patient mentioned that when the handset went black, everything would shut off in their neck. Patient mentioned they forget it for a while until their headache and neck start killing them when the neck goes off. Agent asked the patient if they were referring to stimulation and patient said they didn't notice until they noticed they had neck pain that was instant. Patient mentioned if they weren't connected for a long period of time, their neck goes off and their head would start tilting to the left which they had been doing more. Patient mentioned they couldn't work with their head tilted onto their shoulder. Patient mentioned when they were at their hcp while they were doing the procedure just before the hcp started patient noticed their handset was off again. During the call, agent walked patient through resetting the communicators and handset. Patient confirmed they were able to connect to their implant to their handset and see their therapy screen. Patient confirmed the handset dimmed out and went black, then patient was able to confirm the implant was still connected to the handset. Agent reviewed with patient device function and informed patient to exit out of app on handset to prevent connection issues. The troubleshooting steps that were taken on the call resolved the issue. Agent advised patient to monitor the issue if they believe the issue is with their handset to follow up with hcit. Patient mentioned they don't have a case for their handset. An email was sent to repair for an accessory case. Pt was transferred from hcit regarding the connection issue in this case. Patient said their equipment wouldn't stay connected to the implant, and they'd have to hit connect again when they try to enter the app. Agent asked how much time would pass between attempts to check the therapy app, and patient said maybe 15 minutes, but didn't know for sure as they'd go to check when their stimulation turned off and their neck started hurting. Agent attempted to review that after a period of time, patient would have to hit connect to enter the app again, but patient said that was not right and hadn't been that way before this past month. Agent reviewed if stimulation was turning off automatically, to follow up with hcp to check settings/programming, but patient said they had already talked to their rep who said to call. Agent asked if patient had met in person yet, and patient said no, rep just told them to call since it was a "technical issue". Agent attempted again to review to follow up with hcp regarding stim turning off and attempted to have patient conn ect using their equipment, but patient mentioned something about communicator wasn't found and started to get escalated and said they were going to call their doctor and tell them they weren't getting help, then disconnected. Agent was not able to have patient use equipment on the call further due to patient disconnecting. Manufacturer representative (rep) called to inquire about patient's therapy issue. Ts reviewed with rep that patient claims therapy is turning off, when the handset went black, which didn't make sense. Ts reviewed with rep to meet with patient to see if usage was at 100% since patient doesn't turn therapy off. If therapy was at 100% then there is an issue with therapy and rep would need further troubleshooting to determine why patient wasn't getting therapy and it would prove handset turning off didn't mean therapy turned off. Rep is to also get mdt data file for engineer to review if therapy has been turning off. Additional information was received from the rep. Caller stated they ran diagnostics for the patient's ins but tablet wasn't allowing them to get the reports to send in. Tss transferred caller to healthcare it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep indicated that the cause of the issues were unknown. Issue has not been resolved yet. Caller stated they ran diagnostics for the patient's ins but tablet wasn't allowing them to get the reports to send in. Tss transferred caller to healthcare it.